Event description:
The customer reported poor tissue processing using a peloris tissue processor to leica microsystems.

Manufacturer narrative:
Leica microsystems' investigation concluded that the instrument set up and protocols did not contribute to the adverse event reported. The run completed normally with no instrument errors logged during the run. Analysis of the instrument log files indicates that incorrect reset of ipa concentration by the user as the root cause of the sub-optimal tissue processing reported. Despite repeated request from leica microsystems, the customer had not provided information on whether the tissue samples were successfully reprocessed or if any re-biopsies were required. Due to a prior submission of the reportable incident on the peloris rapid tissue processor on (B)(6)2009 (MDR no. 8020030-2009-00004: malfunction which led to a serious injury). This incident is reportable. This incident falls under the FDA presumption that this type of malfunction is likely to cause or contribute to a death or serious injury if the malfunction were to recur.